Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluate by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube, mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and the first strut on the distal end is lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04243. Reportable based on analysis completed on 29may2018. It was reported that crossing difficulties were encountered. The 98% stenosed, 26mm in length target lesion was located in the severely tortuous, severely calcified and 3.25mm to 3.6mm in diameter mid right coronary artery (rca). Following pre-dilatation, a 3.50x28mm promus element¿ stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon withdrawal, it was noted that the stent struts were lifted. Dilatation was again performed and the device was replaced with a 3.0x28mm promus element¿ stent but still failed to cross even with a guidezilla guide extension catheter as a support. The physician then decided to direct another procedure when the rotablator arrived. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.